Event description:
A nurse reported that the unit was not working during a cataract extraction procedure. Add'l info provided indicated cortex was left behind because the surgeon was unable to complete irrigation and aspiration (e/a) due to abnormal surge and I/a flow. Subsequently, an unplanned yag laser was performed. There was no pt harm reported.

Manufacturer narrative:
The company rep examined the system and could not duplicated the problem reported. The system was then tested and met all product specs. No samples were returned for eval. A review of complaints for the last 24 months did indicate one similar report for this report. The root cause is unk. (B)(4).